Event description:
A pump alarm 20 was reported during insulin pumping, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, assisted by technical support, successfully loaded a new cartridge following the proper technique and was able to resume insulin therapy.